Event description:
It was reported that during implant of the ventricular lead, the lead perforated the ventricle and caused pericardial effusion. Therefore the ventricular lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.